Event description:
It was reported that an overinfusion of nacl occurred. The pump was programmed at a rate of 400ml/hr to deliver 800mls in two hours. The pump delivered 800mls in one hour and five minutes. There was no resultant patient complication.